Event description:
It was reported to philips that the flexvision screen intermittently failed to power up on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 58'' uhd color lcd monitor sp and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).